Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation.

Event description:
It was reported that a patient underwent a tension-free repair of indirect inguinal hernia on an unknown date and the mesh was implanted. It was reported the patient suffered from pain on the incision 10 days after the surgery. Symptomatic treatment was given to the patient and the patient's condition changed better.